Event description:
The customer reported the probe of the ortho provue analyzer dripped and the dilution cup overflowed during patient testing. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and cleaned and adjusted the pressure regulator and vacuum returning the instrument to expected operation. The customer performed qc and tested several patient samples without any issues. No definitive root cause was determined.